Event description:
Same case as MDR ID #: 2134265-2012-04355. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. The physician was treating an occlusion located in the peroneal artery. A 300cm v-14 guide wire and a 2.0mm x 220mm x 150cm coyote balloon catheter were advanced to the occlusion; however, they were unable to cross. The physician attempted to remove the coyote over the v-14 but was unable to as the two devices became stuck together. The two devices were removed together as a unit. The physician was not able to cross the occlusion with any other devices, therefore the case was terminated. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received with the v-14 guidewire lodged inside the wire lumen. An examination of the coyote catheter found that the tip was damaged. There were numerous inner shaft kinks between the markerbands. The proximal end of the inner shaft within the balloon and the balloon were buckled. The guidewire was protruding 147.5cm from the catheter hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The inner shaft damage prevented removal of the guidewire from the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2012-04355. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. The physician was treating an occlusion located in the peroneal artery. A 300cm v-14 guide wire and a 2.0mm x 220mm x 150cm coyote balloon catheter were advanced to the occlusion; however, they were unable to cross. The physician attempted to remove the coyote over the v-14 but was unable to as the two devices became stuck together. The two devices were removed together as a unit. The physician was not able to cross the occlusion with any other devices, therefore the case was terminated. No patient complications were reported and the patient's status is fine.